Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.523, lot: 9065780, manufacturing location: (B)(4), released to warehouse date: november 13, 2014. No nonconformance reports (ncrs) were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the driving cap/threaded was returned and received at the us customer quality (cq). Upon visual inspection, the threaded tip of the driving cap is broken off. The broken off distal threaded tip of the device was received lodged within another device, a threaded hammer guide connector. The etch on this device is illegible. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Dimensional inspection: the outer threaded diameter of the shaft was measured to be within specification based on drawing. Document/specification review: based on the date of manufacture, drawings reflecting the current and manufactured revision were reviewed. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance, it is used in conjunction with a threaded hammer guide connector and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The threaded hammer guide connector/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states, "insertion can be aided by light hammer blows on the driving cap." Mre review: a manufacturing record evaluation (mre) was performed for the finished device lot number, and no non-conformance's were identified. Investigation conclusion: the complaint condition is confirmed for the driving cap/threaded as the device was broken. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, there was an unknown malfunction of the driving cap/threaded and threaded hammer guide connector. Items are defective and no longer usable. It was unknown if there were patient and procedure involvement. Upon manufacturer receipt and investigation, it was determined that the threaded tip of the driving cap is broken off. The broken off distal threaded tip of the device was received lodged within a threaded hammer guide connector. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).